Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shuts off when plugged in. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
Updated field: b4, e1 (site country), e3, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions, ), h10, h11. Corrected field: d9, h3, h6 (medical device ¿ problem code). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit shuts off when plugged in. A getinge field service engineer (fse) confirmed issue and stated he disassembled and replaced power suppy (d997-00-1180) and power management board (d670-00-1162) and tested pump. Problem was no longer present. He performed a full pm check with calibrations, unit passed all test and is now ready for clinical use. There was no patient involvement and no adverse event reported.